Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 8 months post implant of this 23mm aortic bioprosthetic valve, it was replaced valve in valve due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that 4 years 8 months post implant of this 23mm aortic bioprosthetic valve, it was replaced valve in valve due to stenosis and increased gradients. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.